Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation/coil were damaged and fractured distal of the connector boot. The mode of the damage indicates that the filars of the proximal coil were mechanically cut and melted. The silicone on the tip was abraded/damaged and the metal header was exposed. The distal insulation was damaged/abraded at approximately 2.0 cm and 6 cm from the lead tip. The damaged distal insulation would account for the reported noise.

Event description:
It was reported that the right ventricular lead fractured due to clavicular crush. The lead exhibited loss of bipolar capture, low lead impedance and noise. The lead was removed and replaced.